Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to advance a taxus express2 2.5x16mm drug eluting stent to the target area but was unable to cross the lesion. While pulling the stent delivery system back, the catheter got stuck on the tuohy and the stent flared out at the end. The procedure was completed with a new 2.5x16mm taxus stent. No pt complications were reported. Pt status is satisfactory.